Event description:
The customer reported that the knife blade of the device was not working. There was no pt injury. The device was returned to covidien and visual inspection discovered that the knife and webbing were protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.